Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product location unknown.

Event description:
During the procedure while preparing the cement mixture, the monomer liquid would not dispense from both pouches. No patient injury was reported as a result of the event.

Manufacturer narrative:
UDI: (B)(4).